Event description:
It was reported that the patient's artificial urinary sphincter worked for 2 days. The patient then presented in the physician's office complaining of recurring incontinence. A pinhole leak was found in the cuff. A 4.0 cm cuff was placed. The patient is healing fine and the physician expects that the patient will have control of their incontinence once the system is activated. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.